Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. The unit was evaluated locally and it was determined that the unit failed to power up on battery power. Replacement of the power pca resolved the failure. The unit passed all post servicing testing and is back at the customer site.